Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this previously capped lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The previously abandoned lead remains capped.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this previously capped lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The previously abandoned lead remains capped. Additional information indicates that this previously capped right ventricular (rv) lead was explanted together with the device. There were no additional adverse patient effects reported. The previously abandoned rv lead was now explanted.